Event description:
Info received indicates the casters were able to roll at the foot end of the stretcher when in brake.

Manufacturer narrative:
The technician found a missing shoulder bolt at the head end of the stretcher that would not allow the brake to be applied. The technician replaced the shoulder bolt and nut to repair the stretcher.